Event description:
It was reported that approximately five years post-implantation, the patient will be revised due to unknown reasons. It is unknown if a revision has taken place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 12-115111 lot: 2965002 cer bioloxd mod hd 28mm +3 nk cat: 110010268 lot: 6463667 g7 osseoti multihole 60mm g cat: 110024465 lot: 665360 g7 dual mobility liner 46mm g h6: proposed component coode: suggested component code: mechanical (g04) - stem the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.